Event description:
It was reported by the physician that he was unable to interrogate the patient's generator with their programming system. Troubleshooting was performed which confirmed the issue was due to the serial cable. The serial cable was replace with a new one and the programming system had no further issues. The patient was brought in at a later date and was able to be interrogated. Product analysis was completed and found that the serial cable issue was caused by a disconnected wire connection. Once the wire was soldered back onto the serial cable pcb, no further anomalies were identified.